Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information pertaining to an adc device. The customer reported receiving a recall letter, "which included about ten of the lot numbers they had" and a low reading issue with the adc device. The customer indicated that the device showed "low readings and not lasting the full 15 day-cycle." There was no report of third-party treatment involved with the reported issues. Adc customer service attempted to contact the customer 3 (three) times to gain additional details regarding this event, however all follow up attempts were unsuccessful. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. Extended investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. This report covers 2 of 10 MDR submissions. All pertinent information available to abbott diabetes care has been submitted.